Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The physician was attempting to cross a moderately calcified, mildly tortuous lesion located in the distal right coronary artery with a 2.50 mm x 20 mm promus element stent delivery system (sds). When resistance was encountered, the physician removed the sds and performed several pre-dilatations using a non-bsc balloon catheter. The balloon catheter was inflated three times. Each inflation was to 10 - 12 atms for 20 seconds. Once done, they tried to advance the 2.50 mm x 20 mm promus element sds into the vessel again but met strong resistance. Upon removal of the device, the physician noticed the distal edge of the stent was lifted. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).